Event description:
The customer reported that there was a very small tear in the rubber discharge switch cover after a few cleaning cycles.

Manufacturer narrative:
Additional information has been requested regarding the "cleaning" process used by the customer. Physio-control will submit a supplemental report on this event.